Manufacturer narrative:
Integra completed its internal investigation 9/23/2015. The investigation included: method: -DHR review. Complaint trend; visual inspection. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 feb. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The complaint failure was initiated for a loose cable connection on the monitor; therefore a review of cam02 complaints was completed using the key word ¿connector¿ and ¿connection¿ in the search criteria. The review encompassed dates 08-aug-2014 to 26-aug-2015. A total of 5 complaints contained the search criteria. The cam02 monitor was not returned to integra for failure analysis investigation and a service call to visit the facility has not been scheduled or completed. The customer has stated that the loose connections are not impeding the functionality of the units. Conclusion: since the cam02 monitor was not returned for evaluation a root cause cannot be established.

Event description:
This is the second of three reports (same product ID, same reporter, different product serial numbers). The connections for the icp, ict, and/or the pmio's were loose. The camcabl and pmio cable were still able to fit into the connection and they all continued to function properly. No patient issues were reported. As per customer, the loose connections were not impeding the functionality of the units, hence the products will not be returned for evaluation.